Event description:
Olympus medical system corp. (Omsc) was informed that during laparoscopic-assisted ovariectomy, the physician found that the ptfe pad of the subject device was worn and burned. The procedure was completed with another device. There was no report of pt's injury regarding this event.

Manufacturer narrative:
The subject devices was returned to omsc for investigation. The eval confirmed that the ptfe pad on the grasping section of the subject device worn severely. There were scratches on the metal part of the grasping section and the probe respectively. The MFR history was reviewed, with no irregularities noted. As the result of eval, we concluded that the ptfe pad worn severely by continuously activating output without grasping anything in the grasping section (including after the tissue separated). Therefore, the metal part was exposed, the probe was in contact with the metal part, and then, the metal part and the probe were rubbed each other by activating ultrasound output, which led to the scratches. Improper handling of the subject device cannot be ruled out as a contributory factor to this event. The above handling has already been restricted on the instruction manual of the subject device. This report is being submitted as a medical device report in an abundance of caution.